Manufacturer narrative:
The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.

Event description:
Additional information provided on 12/20/2023 stated that there was no medical intervention required, no harm and no air infused to the patient. Before receiving 500ml nss IV, patient was feeling "fatigued and lightheaded¿ following a therapeutic phlebotomy. During the issue, there were no complaints from patient, and after 500ml nss IV, patient reported that he/she is feeling better and ¿orthostatic bp within normal limit (wnl)". Moreover, the ivf¿s discontinued, vital signs obtained, and patient was discharged home. The infusion was set up on the primary line with normal saline solution as medication. The infusion started on (B)(6) 2023 at 1619 with 500ml nss IV bag fluid when started. The IV tubing with air starts from chamber to peripheral IV extension set. The rate, volume to be infused, and duration of infusion is 999ml/hr, 500ml, 30 minutes and 500ml/500ml nss was to be given.

Event description:
The event involved a plum 360¿ infuser where it was reported that the nurse noticed air in the line from drip chamber through IV cassette down to IV (extension set) in arm. Moreover, the infusion nurse said there was no alarm. There was patient involvement and no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.